Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 15mm emerge balloon catheter, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 85.2cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guide wire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 15mm emerge balloon catheter, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complicaitons were reported and the patient's status was stable.